Manufacturer narrative:
After further review, an final emdr for this complaint (B)(4) was incorrectly submitted. The issue was not duplicated. Making it non-reportable to the FDA.  As a result, emdr is not necessary.  Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had niab circuit error during use. No harm or injury to the patient was reported.